Event description:
The customer reported that the system intermittently displayed a camera iris error along fuzzy images that were unusable. A system reboot would be required to regain system functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd camera was replaced. The system was then found to be operating as intended.